Event description:
During laparoscopic cholecystectomy, ligaclip (clip applier), device placed close to the gallbladder when the surgeon squeezed down on the clip it severed the duct, the surgeon was able to the duct a little further down so there was no injury to the pt.